Event description:
It was reported that the customer was in the emergency clinic. The caller stated that the insulin pump was not delivering the correct amount of insulin, and the device was not alarming. The blood glucose reading was 288mg/dl. Troubleshooting was performed. The nurse mentioned that the customer received a motor error alarm. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the alarm history and motor error, no delivery, and low reservoir alarms. The displacement and self test were performed and they passed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.